Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12843. It was reported the patient's occipital (off-label use) leads have migrated. The patient is no longer receiving adequate stimulation coverage. Surgical intervention is scheduled to address the issue. Note this patient received two leads from different lot numbers and both are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.